Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation. It was initially reported the event was other serious; however, it has been deemed as required intervention to prevent permanent impairment/damage. One used 6fr angio-seal vip device was returned for product evaluation. The device was returned with arteriotomy locator and completely opened poly-foil pouch. No other components were returned for analysis. Visual inspection revealed a kink at the inlet hole of the arteriotomy locator. The carrier tube assembly was mated with the hemostasis sheath in the rear lock position. The deployment sleeve was into the full rear lock position exposing the color bands. The clear shrink wrap marker could be seen exposed from the hemostasis sheath. The anchor, collagen and tamping tube were not returned for analysis. The tensioner was removed from the device cap. There was no suture remaining into the spool. However, the suture was still tethered to the suture tensioner disk. IFU states: for bleeding or hematoma - apply light digital or manual pressure to the puncture site. If manual pressure is necessary, monitor pedal pulses. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor deployed the angio-seal per the IFU post percutaneous coronary intervention (pci) procedure. The angio-seal device deployed, however, failed to achieve hemostasis. The cath lab staff had to hold pressure for 45 min on the table in order to achieve adequate hemostasis. The patient was noted as being obese. However, there were no unusual anatomy or calcification was noted as a consideration for angio-seal use. After hemostasis was achieved, the patient was transported to recovery unit without further incident. The patient was reported to be in stable and good condition. Additional information was received on january 30, 2019. The procedure sheath size used was a 6f, cordis. Once the angio-seal was deployed the patient continued to bleed, and hemostasis was not achieved. Hand held pressure was immediately initiated. The anchor, collagen, and suture were deployed and remained in the patient. A pre- deployment angiogram was reported to have been performed. Estimated blood loss was less than 250 cc's.